Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump alarmed hardware low level failures. The insulin pump was interrupted by hardware low level failures. Customer blood glucose reading was 9.3 mmol/l troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error alarm during testing however, hardware low level failures error is found in the formatted history file due to broken traces at of the keypad assembly.